Event description:
Ous MDR - after an implantation time of about 32 months, this lead was removed due to a high shock impedance of >150 ohms. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - upon receipt, the lead was found dissected some 51 cm proximal to the lead tip. Only the distal part was received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragment demonstrated a rubbed through insulation and a fractured conductor cable of the rv shock coil. These findings can be considered to be the root cause for the observed high shock impedance. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the rv shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.